Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: cable and camera water damage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blackout. This issue occurred during therapeutic lapa stomach, lapa intestine procedure during sedation. The procedure was completed using the same set of equipment. There were no reports of patient harm.